Manufacturer narrative:
No product has been returned and it have been determined that the provided serial number is not valid. Extended investigation has been performed for the reported complaint and it has determined that there was no indication that the product did not meet specification. Device history review (DHR¿s) for all libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A tripped trend review was completed for the reported complaint and libre sensors. It was concluded that there were no product nonconformances. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor became detached. Customer further reported that on an unspecified date/time while trying to get a reading it detached and fell off. Customer then self-presented to a hospital to get a reading and was diagnosed with hyperglycemia (no reading from hospital provided). Customer was treated with an unspecified amount of insulin. No additional treatment was required.